Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Patient experienced several inappropriate mode switches due to atrial oversensing. Patient was seen in clinic on (B)(6) 2015. No further stored episodes of noise or mode switches were observed.

Manufacturer narrative:
(B)(4).

Event description:
Patient experienced several inappropriate mode switches due to atrial oversensing. Patient was seen in clinic on (B)(6) 2015. No further stored episodes of noise or mode switches were observed.

Manufacturer narrative:
Refer to the attached analysis report. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient experienced several inappropriate mode switches due to atrial oversensing. Patient was seen in clinic on (B)(6) 2015. No further stored episodes of noise or mode switches were observed.

Manufacturer narrative:
Following our recommendations, the device was explanted and will be returned for analysis.

Event description:
Patient experienced several inappropriate mode switches due to atrial oversensing. Patient was seen in clinic on (B)(6) 2015. No further stored episodes of noise or mode switches were observed.

Manufacturer narrative:
New information received: it was reported an inappropriate atp in response to noise detected on ventricular lead during a scheduled in-clinic visit. It was notified that the patient had previous noise on atrial lead now presenting with noise on ventricular lead also. The noise has lead to inappropriate atp once (21 october 2016). Biv pacing dropped to 68% in response to oversensing. The patient was sent for chest x-ray. The results are pending. The hospital has surgery scheduled for 28 december 2016.

Event description:
Patient experienced several inappropriate mode switches due to atrial oversensing. Patient was seen in clinic on (B)(6) 2015. No further stored episodes of noise or mode switches were observed.